Event description:
It was reported that this pacemaker exhibited far field oversensing on the presenting electrogram (egm). Numerous episodes of inappropriate mode switches occurred due to the oversensing. Technical services (ts) recommended potential reprogramming options for the device. This pacemaker remains in service. No adverse patient effects were reported.